Event description:
Hill-rom received a report from the account stating the likorall 200 lift strap broke during lifting procedures, causing the account's engineer to drop to the floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
When the technician investigated the product, he found that the lift strap was ripped from the motor. In the instruction guide, 7en120114 rev. 5, hill-rom states that before lifting always ensure that the lift strap is not twisted or worn and can move in and out of the lift unit freely. It is unknown if the facility performs preventative maintenance on the lifts. The technician will replace the lift strap to resolve the issue. Based on this information, no further action is required.